Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-feb-2026 against "lot number 6010156 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6010156 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 06-feb-2026 against "lot number" criteria equal 6010156 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 7. The complaint number is complaint (B)(4). Complaint (B)(4) was assessed and determined not to be relevant for the following reason cancelled. Device history record (DHR) review: the lot 6010156 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 06-nov-2024 with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4k06599 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -05 -08, on 04-nov-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review:no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form signed. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010156 and related malfunction codes. 7 complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that patient went to an emergency room (ER) and eventually got hospitalized around three hours on (B)(6) 2025 due to a hyperglycemia event caused by a bent cannula. The event occurred after a few hours of insertion. The insertion site was the thigh. The infusion set was in use for less than one day. The blood glucose level was 358 mg/dl at the time of the event, and the patient was treated with an IV insulin drip. The patient reported stomachache as a symptom during the event and was found positive for ketones (+1.7). No further information available.